Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. No therapy was required while the device was in bvvi mode. The cause of the bvvi was due to not programming the device to MRI mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.